Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the ok button required multiple presses with force to make the pump respond. It was reported that the pump is not exposed to water and no keypad peeling.